Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a communicator and a pacemaker triggered a red call doctor icon for an unknown event that could not be transferred to latitude system. The pacemaker remains in service at this time. No adverse patient effects were reported.